Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. Upon evaluation the battery pack cells were leaking. The root cause for the leaking cells could not be positively identified, but the damage likely resulted from the battery pack impacting a hard surface. No adverse event resulted from the defective battery pack. The last patient to use this battery pack did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, battery pack (B)(4) had a leaking battery cell. The last patient to use this battery pack did not report any deficiencies.